Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device motor power was too low and failed pre-test for check the power with the test bench. Therefore, the reported condition was confirmed. It was determined that the equipment had damage to the internal motor due to lack of lubrication by the user which is improper maintenance. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device went into reverse when it should not have. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.